Manufacturer narrative:
The referenced known occurrence of driveline fault alarms that appeared to be due to a percutaneous lead (driveline) issue was reported under medwatch MFR report # 2916596-2017-02231. Approximate age of device - 4 years, 7 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the lvad remains implanted supporting the patient. The report of driveline fault alarms was confirmed based on the information contained in the submitted log file. The log file contained data from (B)(6) 2018 through (B)(6) 2018. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains in use and was not available for evaluation. The heartmate ii left ventricular assist system instruction for use contains information regarding pump speed, power, flow, and pulsatility index. This instruction for use and the heartmate ii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Additionally, both of these documents outline all hazard and advisory alarm conditions, including the driveline fault alarm, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that interrogation of the patient's lvad system noted multiple driveline faults alarms. The manufacturer's analysis of the submitted system controller confirmed the reported alarms which appeared consistent with a true driveline wire compromise. Of note, the healthcare providers previously declined an external/distal end replacement of the driveline and reported that the patient would continue to be monitored for the driveline fault alarms.